Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported positioning difficulty and unintended movement could not be determined in this incident. The reported tissue damage that subsequently resulted in unchanged mitral regurgitation (mr) appears to be due to difficulty or delayed positioning. The reported patient effects of mitral valve injury (tissue damage) and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and mitral valve replacement surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced, and several grasping attempts were performed. Once grasping was successful, it was noted that the clip failed final arm angle (faa). Troubleshooting was performed successfully, and the clip was able to be deployed; however, it was noted that a perforated posterior leaflet and increased mr were observed. To reduce mr, an additional clip as implanted, but mr was unable to be reduced and remained at a grade of 4; therefore, the procedure was aborted, and the patient underwent mitral valve replacement surgery. There was no significant delay in the procedure. No additional information was provided.